Event description:
A customer reported that intermittent erroneous, elevated triglyceride (tg) results were generated from a unicel dxc 800 synchron system. The actual occurrence dates and number of occurrences associated with this event were not provided by the customer. The customer indicated that the initial, erroneous tg results were in the 400 to 500 mg/dl range, while the repeat tg results generated from the sample and instrument were in the 40 mg/dl range. Actual patient results were not provided by the customer. The customer reported that the initial elevated tg results were reported outside of the laboratory, were questioned by physicians, and amended reports were issued. There have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Instrument assay quality control results recovered within customer's established specification during the timeframe of this event. The instrument was encountering ongoing cartridge chemistry sample level sense errors during the time of the event. Patient specific information or sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site to address this issue. The field service engineer found the cartridge chemistry (cc) sample probe to be bent and replaced the cc sample probe, level sense assembly and auto gloss tubing. Upon completion of the repairs the instrument was returned into service. The cause was attributed to a problem in the sampling system. An exact root cause was not identified.